Event description:
It was reported to philips that image disks were full causing fluoro failure during clinical use on a allura xper fd20 biplane. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced image disks and provided a workaround solution. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).